Manufacturer narrative:
(B)(4). 2.9d pump not in manufacture mode. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that belt clip ridge was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.